Manufacturer narrative:
An optease retrievable vena cava filter was found to be fractured with a broken piece retained locally and intravascularly in the inferior vena cava (ivc). Removed both device and the broken piece in a complex removal procedure. The product was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting the device into the patient. There was no damage noticed to the device prior to opening the package. There was no unusual force used at anytime during the procedure. There was no difficulty removing the device from the sterile packaging. The target lesion was the inferior vena cava (ivc). The device was not used for a chronic total occlusion (cto). There is no procedural cd/angiogram available. The product was not returned for analysis. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the optease® retrievable filter can be retrieved up to and including 12 days after placement. The optease® retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible procedure complications include, but are not limited to, the following: filter fracture. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter fracture. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This case was initially reported by the site and the reporting reference number is: mw5095601.

Event description:
As reported, an optease retrievable vena cava filter found to be fractured with a broken piece retained locally and intravascularly in the inferior vena cava (ivc). Removed both device and the broken piece in a complex removal procedure. The product was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting the device into the patient. There was no damage noticed to the device prior to opening the package. There was no unusual force used at anytime during the procedure. There was no difficulty removing the device from the sterile packaging. The target lesion was the inferior vena cava (ivc). The device was not used for a chronic total occlusion (cto). There is no procedural cd/angiogram available. The device will not be returned for evaluation.